Manufacturer narrative:
The doctor reported that three veneers that had been placed with nx3 light cure white de-bonded in a patient. The patient's veneers were re-cemented using a different lot of nx3 dual cure white. The office has not received further complaints regarding delaminations from the patient. No product was returned for evaluation. An investigation was conducted on a retain sample which was tested for adhesive strength. The results indicated that the product was within specifications and acceptable for product performance.

Event description:
On july 13, 2010, a doctor reported that a patient had three veneers debond after placement with nx3 dual cure white. This is the first of two reports.